Event description:
A medtronic representative reported that, while in a spine procedure, a surgeon alleged an inaccuracy. The surgeon was using an o-arm, navigation system and solera 5.5/6.0 set to navigate screw placement. After placing screws, performed a post-op o-arm spin and deemed there was a 1cm inaccuracy on all 3 axis. The surgeon replaced eight screws before completing the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not provided as site denied request for that information.medtronic representative following-up finds that the patient reference frame was not correctly fixed and moved during the procedure. Misplaced screws were replaced during the same surgery. No post-operative impact for the patient. (B)(4) 2013 system check-outs were performed on both o-arm and stealthstation s7 system. Results show navigated o-arm acquisitions, under the conditions of the test, provide an acceptable accuracy for navigation usage. Site has been informed of results of the system check.